Event description:
At the time of the occurrence, pt was a 13 month-old male child, with a history of tetralogy of fallot and complete atrioventricular canal defect for which he underwent repair on 1/9/97. During the operation, a left atrial pressure catheter was inserted and secured in place with sutures. The monitoring pressure catheter was removed the day after surgery. Exam of the removed catheter revealed the possibility of a retained portion. An echocardiogram was obtained which showed the presence of a portion of the catheter inside the left atrium attached to the atrial wall. It was felt that this catheter should be removed since it could be a source of thromboembolic complications. The pt was returned to the operation room for removal on 1/10/97.